Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 1 and 7 was not detected on bus. The customer stated that this malfunction occurred when trying to issue the medication to a patient and there was no delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1 and 7 was not detected on bus. The field service engineer identified the issue as being caused by the usb cable, which needed to be replaced to resolve the problem. After replacing the usb cable, the engineer tested the system and found no further issues. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 1 and 7 was not detected on bus. The customer stated that this malfunction occurred when trying to issue the medication to a patient and there was no delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.